Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump did not deliver the correct amount of insulin as intended, multiple intermittent occlusion alarms occurred, and that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Additional information was not provided, and the customer declined to troubleshoot with tandem technical support.